Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high" and a moderate ketone level identified as dangerous by healthcare provider. A specific bg value was not provided. The customer administered manual injection of insulin to address the elevated bg. Customer changed pump supplies to address the issue.